Event description:
A medtronic representative reported that a caster on the navigation system cart is damaged. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Medtronic investigation of returned suspect cart finds that the cart castor is sheared off, requiring replacement of the entire cart. The navigation system cart was replaced and shipped to the site for issue resolution. The reported event was confirmed to be caused by physical damage of the caster.

Manufacturer narrative:
This issue will be trended and monitored in a medtronic hardware anomaly tracking database.a medtronic representative performed a system checkout after the new staff cart was installed. The system passed all software, hardware and instrument testing. No fault found. System performed properly. Issue resolved.